Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got off no power alert. On insulin pump. Customer¿s blood glucose level was 381 at the time of the incident. The customer also reported that they experienced high blood glucose. Customer¿s current blood glucose level was 491 mg/dl. Customer declined the high blood glucose troubleshoot. The customer had failed battery test on insulin pump. The troubleshoot was done and the customer did not receive failed battery test. The insulin pump will not be returned for analysis.